Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Correction: describe event or problem. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of over infusion of panitumumab (vectibix) was not confirmed or replicated during the investigation. The returned device was evaluated to the extent of the tests and no anomalies were observed during laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. The event was reported to have occurred on 25 november 2024, the event time was not reported. On 25 november 2024 at 4:01 pm, the pcu event log showed that the pcu and the suspect pump module were powered on, the suspect pump module was assigned channel c. The user selected "yes" to "new patient." The profile in use was identified as "heme onc". On 25 november 2024, at 4:32 pm, the pump module was selected, and the user programmed a primary infusion using "guardrails drugs" "panitumumab" (drugld= 527), at 303mg/100ml was selected and programmed at a rate 100ml/hr and a vtbi of 75 ml. The user delayed the infusion by 5 minutes. One minute later the user started the infusion. From 4:26 pm through 4:37 pm the pump module alarmed for air in line, the user selected key unit channel off four (4) times, the pump module was selected four (4) times and restored the last infusion. The pump moule alarmed for ten (10) seconds for "operator walkaway", then the user silenced the pcu. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris dfu (v 12.3.1), it states within warnings and cautions "do not touch the administration set while closing the door." Failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. 0 the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported over infusion of panitumumab (vectibix) was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that imdrf annex a040502, a0401, a1801, c0601, c07, d01, d15, g02017 and g04067 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the vecitibix infusion was completed in twenty-five (25) instead of the intended duration of sixty (60) minutes. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the vecitibix infusion has ended in twenty five (25) instead of the intended duration of sixty (60) minutes. When the infusion ran dry, the volume in the pump still showed 35.8 ml and the clinician under programmed the pump by 30 ml to allow for a flush. There was no patient involvement but no harm.